Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote transmission that the pacemaker exhibited far-field r-wave oversensing. The patient had been seen in an emergency room in a different facility with complaints of syncope, but it is unknown if the syncope was related to the oversensing. The device was removed and replaced with an implantable cardioverter defibrillator. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.